Event description:
On january 11, 2007 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter had segments missing from the characters on the display. On january 17, 2007 the medical affairs specialist (mas) spoke with the pt to obtain and verify info. For approx two to three weeks, the pt noted there were segments missing from the characters on the display of the reported meter. The pt misinterpreted the blood glucose readings as being low. At approx 4:00 pm, the pt obtained the blood glucose readings of 22 mg/dl, 21 mg/dl and 7 mg/dl on the reported meter. Following the use of the meter, the pt experienced the symptoms of frequent urination, sweating, dizziness, blurred vision and thirst. The pt administered self-care by taking his oral diabetes medication avandia (rosiglitazone) 4 mg. The mas confirmed with the pt that he did not take insulin, as originally documented. The pt contacted emergency services. Paramedics arrived and obtained a blood glucose reading of 178 mg/dl. He was treated with intravenous fluids. The pt was transported to the emergency room, where his blood glucose level was tested to be 381 mg/dl. The pt continued to receive the intravenous fluids treatment. During the time period, the segments were missing from the meter's displayed results, the pt took his prescribed dose of the oral diabetes medication. The pt does not have a backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call that there were segments missing from the characters on the meter's display. The meter, test strips and control solution were replaced. The pt claims to have misinterpreted the meter readings as being low blood glucose values. The pt experienced symptoms suggesting hyperglycemia, and received emergency medical attention and treatment. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.